Manufacturer narrative:
Concomitant medical products: d314trg, crtd, implanted: (B)(6) 2012.

Event description:
It was reported that the patient received inappropriate therapy from their right ventricular (rv) lead. As well, the lead exhibited possible fracture, oversensing, noise and high pacing impedance. The lead was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.